Event description:
The customer reported an inaccurate weight removal. This was the first treatment of the day on this machine. The pt's weight was 102.0 kg pre treatment, the pt cpmplained of shortness of breath. The pt's dry weight is recorded as 97 kk. The targetweight loss was set to 5.0 kg. For this treatment. Approximately 3 hours into treatment, the pt complined of cramping. The ultrafiltration rate was decreased to a target weight loss during the treatment. This machine had indicated that 4.5 kg additional fluid on the pt. Thre was no saline administered during the treatment.